Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power and there was moisture in the battery compartment. It was noted that the battery cap was not able to be tightened securely the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/17/2016 with the following findings: there were unexplained pump reboot events observed in the black box. The battery compartment was cracked. Corrosion was observed inside the battery compartment. No damage was found to the returned battery cap. The pump was able to complete a 24 hour duration test with no power interruptions. The pump failed a leak test due to the battery compartment crack. The display screen was dim and discolored.